Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73k1800342 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported as not firing properly. The clinical lead pushed the surgeon for more information but he still only responded to say is it did not fire properly.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unopened representative sample ae05ml autoend05 ml for investigation. The returned sample was visually exa mined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed on the returned representative sample. Using hand pressure, the trigger was engaged. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. No functional issues were found with the returned representative sample as all of the clips fired properly. The sample was received with all 15 clips remaining in the channel. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as there was only a representative sample returned and no functional issues were found with the returned representative sample. The reported complaint of "applier misfire" could not be confirmed since the actual sample was not returned. One representative sample was returned with the same lot number as the defective product reported by the customer. Upon functional inspection, no functional issues were found with the representative sample as all clips fired properly. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this issue could not be determined without the actual sample.

Event description:
It was reported as not firing properly. The clinical lead pushed the surgeon for more information but he still only responded to say is it did not fire properly.